Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs assay results for two patient samples tested on a cobas 8000 e 801 module. Sample 1: the tnt result was 17.6 pg/ml. The sample was respun and repeated, giving a result of <5 pg/ml for tnt. The tntst result was <5 pg/ml. Sample 2: the tnt initial result was 12.9 pg/ml. The tnt repeat result was 3.42 pg/ml. The tntst initial result was 4.08 pg/ml. The tntst repeat result was <3 pg/ml.

Manufacturer narrative:
It was provided that the results generated for sample 1 were generated on 22-feb-2026 and the repeat tntst result was 3 pg/ml, specifically. Two additional samples were alleged to have generated questionable results on 06-apr-2026: sample 3: the initial tnt result was 25 pg/ml and the tntst result was 16.4 pg/ml. The repeat tnt result was 16.5 pg/ml and the tntst result was 16.6 pg/ml on the same line. Sample 4: the initial tnt result was 31 pg/ml and the tntst result was 20.8 pg/ml. The repeat tnt result was 26 pg/ml and the tntst result was 21.9 pg/ml on a different line (sn: (B)(6). The qc was within range before the sample measurement. Additionally, a review of the alarm trace did not reveal any alarms. The customer and service maintenance are complete according to the specification. The instrument surfaces and internal lines are adequately clean. The provided data do not indicate an issue with the analyser or the used reagents. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.